Manufacturer narrative:
Approximate age of device ¿ 5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was transferred to emory university hospital coronary care unit (ccu) for gastrointestinal (gi) bleed and coagulation management. No alarms or parameter changes of clinical concern were noted. No additional information was provided.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Additional information: it was reported that the patient had 6 days of bright red blood per rectum (brpr) prior to presentation. Colonoscopy showed large bleeding polyp. The patient was treated with unspecified blood products and was discharged home on (B)(6) 2018.

Manufacturer narrative:
The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.